Event description:
New information states that the patient was asymptomatic and stable. No intervention at this time.

Manufacturer narrative:
The reported field event of rf telemetry was lost mid-session was confirmed in the laboratory due to review of device image. The device had reached elective replacement indicator on (B)(6) 2017. Rf functional test performed indicated device successfully communicated via rf telemetry then automatically switch to inductive telemetry as expected due to battery voltage reaching normal elective replacement indicator level.

Event description:
It was reported that the patient presented for follow up, the telemetry function was lost at mid session. Re-interrogation did not help. No intervention had been performed. The patient would be monitored closely.